Event description:
The consumer states that while walking to the bathroom, the walker allegedly collapsed at the adjustment hole where the wheels are located, causing him to fall on his left side. No serious injury is alleged.

Manufacturer narrative:
User reportedly was transgressing with their walker to use the bathroom. The consumer alleges the walker gave way, and they fell onto their side. The consumer reportedly rec'd medical attention and has a prescription salve for their knee. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged medical intervention.